Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) on the right atrial (ra) lead due to a high out of range pacing impedance measurement. As a result, the right atrial automatic threshold (raat) test was suspended, and minute ventilation (mv) was disabled. Additionally, inappropriate atrial tachy response (atr) episodes were stored due to oversensed noise on the lead. It was found that this lead was fractured. The patient experienced worsening fatigue, lightheadedness, dyspnea, and lower extremity edema. Following the worsening symptoms, the patient's medications were increased. It was noted that this patient is pacemaker dependent and has a history of venous insufficiency. Subsequently, this lead was capped and replaced. No additional adverse patient effects were reported.